Manufacturer narrative:
Ni

Event description:
An international customer reported a patient experienced anaphylaxis after an endoscopic procedure (larynx fiber inspection) on (B)(6) 2016. The laryngoscope was cleaned and high-level disinfected in disopa solution. After the procedure, the patient experienced swelling of the throat and redness all over his body. The patient was admitted to the hospital where he was seen by a physician and diagnosed as a medicinal allergy. A steroid was administered to relieve the symptoms. The name of the steroid is unknown at this time. The patient recovered and was discharged from the hospital on (B)(6) 2016 and is reported to be fine. No other information is available at this time. Advanced sterilization products (asp) will continue to follow-up for additional information.

Manufacturer narrative:
Add'l information: the doctor reported using bosmin, bezeton solution and xylocaine in the procedure. Allergy tests were performed on the patient for all three medications and disopa, all of which did not incite any reaction. The facility stated the scope was not processed in an aer, but was manually soaked and cleaned. The pre-cleaning, manual processing and rinsing details were not provided by the customer after multiple requests. Method: actual device not evaluated; results: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the batch history record, complaint trending by lot number, visual analysis, system risk analysis (sra), and retains analysis. The batch history record was reviewed and the batch record met all specifications at the time of release. Complaint trending by lot number was reviewed from 08/27/2015 to 02/23/2016 and revealed trending was not exceeded. Visual analysis was not performed as the product was not available for return. The sra was reviewed for "skin/bone reaction of toxic or corrosive material" and the risk was considered by be "low" risk. The sra was reviewed for "respiratory reaction" and the risk was considered by be "low" risk. Retains testing was not performed as the issue was not identified to be a functional issue. The assignable cause is unknown at this time. However, improper rinsing could have been a contributing factor as the instructions for use (IFU) state that residues left on a scope from improper rinsing can cause serious side effects including anaphylaxis. A customer letter was sent regarding the proper rinsing of scopes. The issue will continue to be tracked and trended.